Event description:
Reporter alleged a 254 mg/dl result was obtained on a patient using the emt's advantage system while the patient was hypoglycemic and unresponsive. Reporter stated that the patient was taken to the hospital and a result in the 20-29 mg/dl range was obtained over 10 minutes later on their system. Reporter stated that the patient was treated with d50. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.